Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had insulin flow blocked alarm. The customer blood glucose level was 277 mg/dl at the time of incident and other blood glucose level was 152 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No unexpected no calibration occurred messages or blood glucose required messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No auto mode anomalies noted during testing.